Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, out of range, high capture threshold and noise was observed on the rv lead. Patient is not dependent and wishes not to be monitored remotely. Physician suspects lead noise is due to emi source. Lead remains implanted and a new lead was implanted. Patient was stable. No further information available.